Manufacturer narrative:
No single use angled I/a tip was returned for evaluation for the report of being broken on handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. I/a product are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the angled irrigation/aspiration tip broke off on the handpieces. The tip was replaced to proceed with surgery. There was no harm to the patient. The tip was discarded. No further information available.